Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the clinician noticed the stopcock was leaking and it appeared to be cracked. As a result, a new kit was opened for a stopcock and it was replaced. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt outcome was normal.